Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   The devices were evaluated in the field and the issue was confirmed; 2 devices had broken/damaged components, 2 devices had misaligned components, 2 device had worn components, and 2 devices had dirty components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 7 malfunction events, where it was reported the brakes were difficult to engage/disengage. There was no patient involvement.